Event description:
It was reported that the was a power on reset (por) condition, error code 0x400. There battery life was 9 years. The stimulator observation box noted ¿recharge implant sooner¿. Just prior to clinician programmer interrogation the patient reported that the stimulation was working and on, they were also feeling the stimulation in the correct area. The patient had a depleted down event in 2015. It was suspected that they were referring to overdischarge. The patient was last seen on (B)(6) 2014 at the clinic so the por was likely cleared by the patient programmed to allow stimulation to be turned on. The manufacturer representative did not assist on the depleted sate scenario. The patient had to recharge their implant more than they used to. The battery was checked with the programmer. The patient recovered without permanent impairment. The battery was not holding a charge and was due for replacement on (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 377760, lot # v017542, implanted: (B)(6) 2007, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).